Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call no delivery alarm and battery out limit alarm. Customer's blood glucose level was 405 mg/dl. Troubleshooting for battery out limit alarm was performed. Customer advised that the insulin pump stopped functioning properly and there may have been an air bubble in the reservoir. Customer advised the insulin pump had reset the time and date. Troubleshooting for no delivery was performed. Customer changed out their entire infusion set and reservoir. Customer declined to send back the reservoir and advised they would send the infusion set for analysis. Customer advised six different infusion sets did not function properly.